Event description:
It was reported that the home patient (hp) noticed fluid inside the homechoice (hc) device during dwell 1 of 4. The hp stated that when the hc door was opened, the liquid could be seen. The technical service representative (tsr) had the hp close the clamps and cycle the power. The tsr assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.